Event description:
It was reported that, the ht70 plus ventilator had a broken air and oxygen mixer. Patient involvement is unknown. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.